Manufacturer narrative:
(B)(4). Batch # n53g86 . The analysis found that the pse60a device was received in good visual condition and with no cartridge reload present. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic & thorascopic oesophagectomy procedure, during the second half, the device was fired at the conduit of the stomach. Please note the device was fired across another staple line, in which the customer has reported a bunching of tissue towards the distal end of the jaws. This has been described as a malformed staple line. Following second change of device, this seemed to work ok. The surgeon did ask the question retrospectively around cross stapling, as he commonly performs this with this device however has not experienced issues before. There were no adverse consequences for the patient.